Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 and ps2 power supplies were calibrated to the optimal operating voltages. The system was tested, found to be working as intended and returned to service.